Event description:
Customer reported a bad iris pot error on boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and removed all images from the system. System operates as intended. There was no report of repair of the "bad iris pot" error. This MDR is related to ge healthcare complaint.